Event description:
During an initial implant procedure, an increased threshold was observed on the right ventricular (rv) lead following placement. The rv lead was attempted to be repositioned, however, the helix was unable to retract and the helix became damaged. The rv lead was left in it's place and another rv lead was implanted to resolve the event. The patient was stable.

Event description:
Additional information received indicated the increased capture threshold resulted in a loss of capture on the right ventricular (rv) lead.